Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. Additionally, it was reported that the customer received a power source alert. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 144 mg/dl.